Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from india of break in aseptic technique and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), amikacin (500mg, loading dose, ip), amikacin (250mg, daily, ip) and fortum (1gm, daily, ip). It was not reported whether the patient was retrained in aseptic technique. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. At the time of this report, the patient remained hospitalized, remedial therapy with amikacin and fortum was ongoing and it was unknown whether the event of peritonitis had resolved. The consumer considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies. The consumer did not provide a causality assessment for the event of break in aseptic technique.